Event description:
Split of 3cm on the barrel of the syringe but defect not detected before use. These syringes are used for regeneration of cytostatic products under aspiration hut. When the user pushed the plunger, there was an ejection of the solute by the crack. The syringe contained gemzar (cytostatic solute). Fortunately, the user was protected by the aspiration hut window.